Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31174427l and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported a patient underwent an atrial fibrillation (afib) cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced a cardiac tamponade treated with a pericardiocentesis. Initially it was reported that the soundstar eco sms 8f catheter could not be registered on the seimens ultrasound system but was able to be registered on the carto 3 system. They reseated the catheter and the dongle multiple times but the issue persisted. The catheter was replaced and the issue was resolved. Transseptal puncture was performed. Drop in blood pressure was noticed in the patient. The pericardial effusion was confirmed by intracardiac echo (ice). The medical intervention provided was a pericardiocentesis. The patient was reported to be in stable condition and transported to the intensive care unit (ICU). The caller stated the injury happened after the ultrasound issue with no relation to that issue. The soundstar eco sms 8f catheter according to the caller was not a part of the adverse event. The soundstar eco sms 8f catheter was documented due to the ultrasound issue. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The ultrasound issue was assessed as non MDR reportable under the soundstar eco sms 8f catheter. The adverse event was assessed as MDR reportable under the thermocool® smart touch® sf bi-directional navigation catheter.